Manufacturer narrative:
G5:510(k)#: k102985. B4:15ul2021. The field service engineer (fse) replaced the flow sensor and data acquisition board to address the reported issue. Full performance verification and safety tested.

Manufacturer narrative:
The cable (data acq sensors, v8000) was returned for analysis. Visual inspections of the cable, data acq sensors, v8000 revealed no evidence of damage or contamination. A failure investigation (fi) was performed, and the customer¿s complaint cannot be verified. The returned part was tested, and no failures were identified.

Event description:
The user reporting that the device is air flow sensor calibration data error. The customer contacted product support and an fse will visit the site with the following parts including a cable, flow sensor, flow sensor assembly, and a data acquisition board. The customer reported that the unit was not in use on a patient.